Event description:
As reported by the pt, her eyes were irritated and scratchy during contact lens wear one morning approximately 18 months ago. The pt removed the lens and the issue resolved but returned 4 days later when she resumed lens wear. The pt went to a healthcare professional and was treated for an eye infection with an unk steroid prescription. The pt reported that the medication was not working and she continued to experience multiple corneal ulcers. The pt was then referred to a specialist that diagnosed the event as positive for acanthamoeba organism. The pt was then referred to a second specialist where she had a biopsy performed and riboflavin drops administered every 10 minutes in her left eye. The pt states that she is better but has 5 scars on her cornea and the doctor has recommended lasik surgery to restore her vision. The pt reports that she does not have full vision due to the scarring. Additional info received from the eyecare professional on (B)(6) 2011 indicated the date of onset was (B)(6) 2010. At the time, the pt was diagnosed with contact lens intolerance and conjunctivitis in the left eye. The pt was negative for fungal organism on (B)(6) 2010. The pt was treated with tobradex. The medical form later documents a diagnosis of 3-44 mm central corneal ulcer and 2-3 peripheral infiltrates (1 mm), mild corneal staining. The treatment prescribed was fortified antibiotics tobramycin and cefazolin. The event has resolved. Additional info received from the eyecare professional on (B)(6) 2011 indicates the pt was wearing her contact lenses past the recommended wear schedule at the time of infection. Additional info received from the pt on (B)(6) 2011 states the doctor's office told her the lens was large in size, therefore causing the scratching which led to the infection.

Manufacturer narrative:
The device was not made available for eval. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There were no nonconformances or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).